Event description:
Ambulance that was involved in a vehicle collision in which resulted in the death of both paramedics and the patient that was being transported. No further information regarding this incident has been provided at this time. No reported product malfunction at this time. Manufactures investigation is ongoing. If additional information is received a follow up report may be issued.

Event description:
Ambulance that was involved in a vehicle collision in which resulted in the death of both paramedics and the patient that was being transported. No further information regarding this incident has been provided at this time. No reported product malfunction at this time. Manufactures investigation is ongoing. If additional information is received a follow up report may be issued.

Manufacturer narrative:
Product code: fpo. Common device name: stretcher, wheeled.